Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.

Event description:
Surgeon tried to snap the 11mm medium insert onto an m2 baseplate but couldn't get it to snap down. He asked for a 9mm medium insert once he realized he couldn't get the 11mm to snap down. He couldn't get the 9mm insert. The second 9mm medium insert snapped down fine.